Event description:
On (B)(6) 2013 patient reported she has a leak in her infusion system. Patient stated insulin is leaking form where the infusion set tubing connects with the insulin cartridge. Patient reported she noticed the issue when her blood glucose level was elevated. Patient stated her blood glucose level was in the 500's mg/dl. Patient's target blood glucose range is 90-140 mg/dl. Patient reported she was able to self-treat with no outside assistance with an injection of insulin; 15 units of humalog. Patient stated the infusion set was leaking at the luer connection and the tubing was tight. Patient reported she noticed the outside of the infusion device was wet by the cartridge compartment all the way to the battery compartment. Patient reported being hospitalized on call back on (B)(6) 2013 due to elevated blood glucose levels. Patient stated she tested 15 minutes later after self-treating and her blood glucose level remained elevated; around 450 mg/dl. Patient reported she experienced a lot of pain in her abdomen and back and went to the ER on (B)(6) 2013. Patient stated she was in the ER for 2-3 hours and then admitted to the ICU and diagnosed with ketoacidosis. Patient reported she was treated with an insulin drip and disconnected from the infusion device while in the hospital. Patient stated she attributes her elevated blood glucose land hospitalization to the leak in the system which prevented her from getting insulin delivered appropriately. Patient reported she was discharged from the hospital around 7 pm on (B)(6) 2013. Product was replaced and requested return of the alleged infusion device and infusion set for evaluation.

Manufacturer narrative:
Conclusion the complaint describing a broken/cracked luer cannot be verified due to mishandling of the product by the customer. Result infusion set: the used returned head set and transfer set were visually inspected and tested for flow and tightness. In the examination with the microscope, a crack was found in the luer. This crack was caused by excessive force test result of the head set was within specification. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Pump: the delivery accuracy of the insulin pump and the occlusion limits were tested within the pump drive test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. No malfunction of the pump could be observed. The problem mentioned by the customer is related to mishandling of the product by the customer. The investigation determined the returned product was damaged which may have caused or contributed to the reported event as described in this case. There is no indication the product's damage occurred due to any mistake or nonconformance of materials while under control of the manufacturer. It is likely the product was accidently damaged during use and handling.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.